Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient used the programmer the day of the call and it would not work, they were seeing the poor communication screen. They had replaced the batteries prior to calling and they were trying it with the antenna. During troubleshooting the patient reported seeing the low programmer battery screen. They tried another set of batteries and reported the low battery screen again, confirming they didn¿t know how long the batteries were in the drawer. The patient noted they would get some new batteries. The patient also reported they noticed problems with their bladder the last 2 days and realized they were not getting the feeling. The last 2 nights they got up like 5 times going to the bathroom. The patient stated they started to be more conscious of the sensation and realized it was very faint, they used to get the sensation in their back and it was more faint than usual. The patient couldn¿t troubleshoot because of the poor communication and programmer low battery screen. The patient noted they may call back if they needed further assistance. On a second call, the patient reported the programmer was still showing the replace battery message. The patient synced again with their programmer on the call and it was showing the eos message. It was reviewed that the patient should contact their healthcare provider to schedule a replacement, and the patient noted their healthcare provider told them it would last for 10 years. As there was a dissatisfaction with the ins longevity the patient was redirected to discuss with the healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the eos before the patient expected was that the generator battery died. The hcp reported that the actions taken to resolve it were that the patient was scheduled for replacement in the operating room and it would be explanted on (B)(6) 2019. No further complications were reported.